Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator found pump off/low speed operation events during interrogation of the device. The patient was sent home, but called back in stating that the system controller was alarming once again with low speed operation. The patient was admitted for monitoring and x-rays. No trauma was noted to the external portion of the driveline and she said there was nothing obvious. During troubleshooting, the hospital looked at his equipment and noted an abnormality in one of his battery clips. They had him use this clip for about an hour and then interrogated him again. Again they discovered multiple patient disconnect events leading them to the conclusion that it was his battery clip, not the system controller or driveline, that was causing his issues. The hospital replaced his battery clip with a box off the shelf and sent him home. The manufacturer requested the lot numbers of the battery clips, but he had discarded them.

Manufacturer narrative:
The expiration date, manufacturer date, and approximate age of the battery clips were unknown, because the lot number was not provided by the hospital. The reported event, of patient disconnects due to a faulty battery clip, was not determined, as the faulty clip was not returned for evaluation. The custom troubleshot the alarms and determined the patient had a faulty battery clip. They replaced the patient's clips with new ones. However, the patient discarded the defective clips. No further information is available. The manufacturer is closing its file on this event.